Event description:
Additional information provided noted the affected side to be the right. Device has been explanted.

Event description:
Physician reported a textured implant exchange.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell (25-50%) and underweight. A visual and micro analysis was performed which identified: sharp broken, sharp opening, striated opening and missing patch (75-100%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken and opening on posterior and anterior assessed as an unidentified (tear) opening. A striated opening assessed as a surgical damage consist in the use of some surgical tool. Missing shell and patch assessed as an inconclusive.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported patient "also has a rupture one side." The device remains implanted.